Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient stated they need assistance locating the estimated refill date on their controller. The patient stated they haven't had the pump looked at since july of 2024 and they didn't know if it's working or not. The patient stated they are not sure if they need the pump and mentioned they don't think they are getting the "full allotment" of medication. The manufacturer's patient services specialist (pss) tried to clarify what the patient meant but patient became agitated so pss did not clarify further or confirm an event date or medication. Pss assisted the patient in accessing the therapy details and confirmed the expected refill date was (B)(6) 2025. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.